Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had unexpected battery longevity. It was also reported that the right ventricular (rv) lead had a sudden decrease in sensing values. The device and rv lead were explanted and replaced. During the replacement procedure the surgeon found an optical damage (abrasion) on the atrial lead. The atrial lead was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.